Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two sections. No electrical anomalies were noted. Analysis confirmed internal insulation abrasion at 9.6cm to 12.9cm from distal tip. The etfe coating on one of the externalized re cables was abraded at the same location. External insulation abrasion noted at 7.5cm to 9.0cm from distal tip, consistent with friction to the other device.

Event description:
It was reported that the patient presented in-hospital for reasons not cardiac-related. The radiologist found externalized conductors via pa lateral view. This was brought to the attention of the cardiologist. Decreased sensing was observed. Lead was explanted.